Event description:
It was reported that during a follow up in clinic, an error message was received and the device was unable to be interrogated. Abbott technical support was contacted. An additional in clinic follow up was performed at the implanting hospital and the device was able to be interrogated. No additional intervention was required. The patient was in stable condition.